Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent (B)(4).

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region #27 it was verified its non- osseointegration . 45 ncm of primary stability was achieved and immediate load was not executed. Patient presented bone type ii.